Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, once the protective sleeve was pulled back to catheter handle, communication with the device was lost. The physician attempted repositioning electrodes wider apart, closer to together, more lateral , on the back, different ECG cable, different link and different programmer without success. The doctor did not want to pull out catheter and try again with new lp due to time constraints and opted to abandon the procedure for traditional transvenous. The patient was in stable condition.